Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and stomach pain. The same day of peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued the same day) and amikacin injection (150mg, once daily, intraperitoneal, discontinued after 3 days) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from peritonitis. Four days after event onset, pd was discontinued), the pd catheter was removed, and the patient was switched to hemodialysis (ongoing). It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.